Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a leak following a gastric sleeve procedure coincident with the use of peistrips. The cause of the leak was not reported. The patient underwent a re-visional case post band removal, and became ¿unwell¿ six days after the operation. The patient was re-admitted to the hospital, had a washout done and stent put in as part of the management for the leak complication. At the time of this report, the leak was resolved; the patient was recovered from the event, and is now discharged from the hospital. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.